Manufacturer narrative:
Additional information: the procedure was completed as per IFU with catheter tip located 5 cm from junction with popliteal with full vein closure and no issues reported. No issues when compressing ssv. The patient has been prescribed xarelto 20mg with plan to continue until follow-up study is carried out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had short saphenous vein (ssv) treated with venaseal. Procedure completed as per IFU without issue. It is reported that following ultrasound one-week post procedure, there is possible migration of venaseal into the patient¿s popliteal vein. No additional treatment has been required.